Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced failed battery test and history anomaly. The customer's blood glucose level was 125 mg/dl at the time of the incident. The customer stated that she put in insulin and the pump stopped and alarmed low battery and shut down. The customer mentioned that the pump alarmed failed battery test and insert new battery. While checking for alarm history, the customer received critical block and inverse critical block did not add to zero. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Program multiple boluses and boluses were properly recorded in download history report and in bolus history and in daily totals. No history anomaly noted. The insulin pump powered up properly after battery installation. No unexpected failed battery test in the long trace and pump history noted. No unexpected low battery alarms noted during our testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The insulin pump had minor scratches on the lcd window.